Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal and urinary incontinence. It was reported that the patient had a urinary tract infection (uti) about a month prior to the report. The uti was noted to have been resolved. It was noted that the implant site was not red, swollen, or sore to the touch. There were no device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.